Manufacturer narrative:
Image review: six media files were provided for review. The patient¿s annulus perimeter measured 83mm with a perimeter derived diameter of 26.4mm suggesting a 34mm valve. There is no evidence of an aortic dissection on the patient executive summary. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. An angiogram performed during the early stages of deployment did not show evidence of an aortic dissection in the ascending aorta. It was reported that during deployment the valve dislodged; however, there is no reference if it was an aortic or ventricular dislodgement. Of note, there are no images of an aortic dislodgment. The media files show a valve deployed nearly prior to the point of no recapture in what appears to be slight deep position at the non-coronary cusp. The subsequent media file shows a second deployment attempt and evidence of an aortic dissection in the ascending aorta. The valve was released and there is no evidence of any further intervention. As stated in the instructions for use (IFU), potential risks associated with the implantation of the valve bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervent ion). The patient¿s executive summary was provided for anatomical review. Update data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dissection occurred during deployment of the valve. Per the physician, I was unknown what the cause of the dissection was, but it was reported that the patient¿s aortic tissue was more fragile than usual. Additionally, it was unknown if the valve or dcs caused or contributed to the dissection. It was further reported that when the valve was deployed, the patient¿s blood pressure was low, so the patient was monitored in the ICU and discharged the next day. The deployment starting point was at the bottom of the pigtail catheter. Per the physician, the cause of the dislodgement was due to abrupt termination of rapid pacing at 180 beats per minute (bpm). The direction of the dislodgement was aortic, and after the dislodgement the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was mid-ascending aorta.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: tav e vfxplus-34, product ID: evfxplus-34, serial: (B)(6), use by date: 2027-01-09, UDI: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon initial deployment, temporary pacing was abruptly stopped. At 80% deployment, the valve subsequently dislodged; however, the valve was implanted in the patient. Following implant of the valve, an ascending aortic dissection was observed. The patient spent time in the intensive care unit (ICU) and was discharged the next day. Per the physician, the procedure contributed to the aortic dissection.